Manufacturer narrative:
Correction: describe event or problem: it was reported that bd vacutainer® sst¿ blood collection tube when collected in the open system, even the stopper being pressed as directed by the manufacturer, still continue to open. The following was reported, the tubes that are collected in the closed system (vacuum) are not opening, but those collected in the open system, even the stopper being pressed as directed by the manufacturer, still continue to open. There was a new collection of material damaged in the centrifuge with the new pockets, of a sample that was collected in the open system. Information received by email on 2/18/2019: customer informs batch 82500987 but it is not found on the sap (the batch was request by e-mail again). There was no exposure of blood to the skin. There was no need for medical or surgical intervention. There is no sample available. Anvisa was not notified the customer can not inform the batch because do not have any product of the same batch. The batch in his control system is 82500987 (not found in sap). Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tube when collected in the open system, even the stopper being pressed as directed by the manufacturer, still continue to open. The following was reported, the tubes that are collected in the closed system (vacuum) are not opening, but those collected in the open system, even the stopper being pressed as directed by the manufacturer, still continue to open. There was a new collection of material damaged in the centrifuge with the new pockets, of a sample that was collected in the open system. Information received by email on 2/18/2019: customer informs batch 82500987 but it is not found on the sap (the batch was request by e-mail again). There was no exposure of blood to the skin. There was no need for medical or surgical intervention. There is no sample available. Anvisa was not notified the customer can not inform the batch because do not have any product of the same batch. The batch in his control system is 82500987 (not found in sap).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tube when collected in the open system, even the stopper being pressed as directed by the manufacturer, still continue to open. The following was reported, "the tubes that are collected in the closed system (vacuum) are not opening, but those collected in the open system, even the stopper being pressed as directed by the manufacturer, still continue to open. There was a new collection of material damaged in the centrifuge with the new pockets, of a sample that was collected in the open system." Information received by email on 2/18/2019: "customer informs batch 82500987 but it is not found on the sap (the batch was request by e-mail again). There was no exposure of blood to the skin. There was no need for medical or surgical intervention. There is no sample available. Anvisa was not notified ((B)(4) 19feb2019)." "The customer can not inform the batch because do not have any product of the same batch. The batch in his control system is 82500987 (not found in sap) ((B)(4) 21feb2019)."